Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-aug-2018 with the following findings: during investigation, the pump powered up with auditory and vibratory features to a blank display. The blank display complaint was duplicated. Moisture was found behind the display lens. The leak test failed due to a display lens leak. The pump cover was removed to find moisture on the printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.